Manufacturer narrative:
Philips service re-secured the slider post; no further action was required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the slider post fell off the rear of the table on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.